Event description:
(B)(4). It was reported the pt had titanium rods inserted to correct scoliosis. The pt noted pain while standing from a sitting position at home. Upon eval by the surgeon, the titanium rods were noted to have broken. In early 2009, the pt returned for removal of hardware. Both titanium rods were broken mid shaft.

Manufacturer narrative:
(B)(4). The info on this medwatch form 3500a was completed by medtronic with info received from the reporter. The product was not returned for eval. With the available info a cause or contributing factor cannot be identified.